Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). The user facility reported that the neo bivona flexed end tracheostomy was in use with homecare patient for 2 days. Patient is tracheostomy dependent and is receiving ventilation from the nippi junior. Homecare patient's carer (parent) reported that when they were changing the tube ties they noted the flange had split at the eyelet. User reported that the ties being used were marpac velcro ties. No adverse effects reported.

Manufacturer narrative:
One device was returned for evaluation. A review of the instructions for use state to not use tracheostomy tube holders that contain velcro due to sharp edges and risk of silicone damage. Based on the evidence, the root cause was attributed to a user issue.